Event description:
It was reported that the subject device had no image. The event had occurred during the set-up of procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h4, h6, h11. Corrected fields: d9, h11. The device was not returned to olympus for inspection however, the reported failure was confirmed via technical assistance support. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed as follows: attempt to change the input: press input button in front of the monitor, and changed from port a to b, and issue remains. Customer confirmed that both serial digital interface (sdi) cables are connected to serial digital interface 2 in and serial digital interface 2 out. Customer could not determine where they cables were coming from and to, only that they were going into the boom with other cables. The same for primary monitor that is working fine, same model and using sdi1 in and sdi1 out. It seems that the signal is being daisy chained from processor to primary monitor, then from out to in using the secondary monitor. Tac asked customer to try switch cables to different serial digital interface ports, same results. Tac asked customer to email some pictures of the red lines he sees on screen and cable connections on the rear of the monitor. Informed that this could be a bad serial digital interface cable going through the boom that needs replacing, a setting that was changed, could be a bad connector in the back of the monitor, or input signal is coming from another device other was not connected or powered on. Tac advised to temporarily use a y/c cable that they have extra coming from back of the cv-190 to rear y/c input in monitor going through the same boom arm. After connecting this and changing the input, they now have a signal again. Tac advised that this is a temporary fix, and that ticket with biomed dept. Should still be opened for continuing to troubleshoot and fixing sdi cable connection in the boom, as this is more reliable and has higher resolution. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was bad serial digital interface cable, bad connector and the input signal coming from another device was not connected or powered on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.